Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "the proximal pressure is not measured, and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "the proximal pressure is not measured, and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The rse informed the customer of the manufacturer recommendations and provided the customer with the part number of the solenoid valves and data acquisition (da) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
It was reported that the error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The rse informed the customer of the manufacturer recommendations and provided the customer with the part number of the solenoid valves and data acquisition (da) printed circuit board assembly (pcba). Per good faith effort (gfe) response, it was determined that the cause of the issue was loose electrical connection. The customer corrected the loose electrical connection and confirmed the reported issue was resolved. The customer corrected the loose electrical connection to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.